Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm from an occlusion. The customer's blood glucose level was unknown. Troubleshooting was performed, and issue was resolved by an infusion set charge. No further information was provided.